Event description:
It was reported that an error code indicating the safety system detected fluid in the catheter and stopped the injection. The catheter was replaced and the procedure was completed with cryo. The device subsequently tested out of specification for a guide wire breach during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: performance data collected from the device was received and analyzed; bin files analysis. The catheter was returned, visually inspected and functionally tested. Bin files showed at least 22 injections were performed with returned catheter 2af283 / 13053-64 on the date of the event. Bin files didn¿t show any issue or system notices. The product returned matched the device referenced in the complaint record. Product was shipped in a biohazard kit and received in proper condition. Smart chip verification indicated the catheter was used for 22 injections. Performance test failed due to system notice ¿50005¿ fluid in catheter¿. The reported system notice #50005 issue has been confirmed through testing. Catheter 2af284 / 13053-64 was visually inspected and showed there was blood inside the balloon. Pressure test revealed a leak through the guide wire lumen, the balloons integrity was intact; no breach observed. Dissection showed a guide wire lumen breach at 1.24 inches from the tip. Dissection of the handle showed traces of blood at the vacuum service loop. The device failed the inspection due to guide wire lumen breach.